Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deflation issue could not be confirmed. Three deflation times were measured of the balloon from rated burst pressure, all meeting specification. The entire length of the balloon deflated flat for all three deflation times measured. The reported failure to advance could not be tested as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported deflation difficulties cannot be determined and the reported failure to advance appears to be due to the operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: asahi soft, fielder, gaia 2nd guide cath: mach 1 vl3.5. Incorrect prep; failure to submerge balloon to activate coating; prep inside the anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the concentric, heavily calcified, moderately tortuous, 99% stenosed, de novo, coronary artery, the 2.0x15mm trek balloon dilatation catheter (bdc) was prepared inside the vessel. The bdc was advanced, but could not cross the lesion, so dilatation was performed short of the lesion. After the eighth inflation up to 14 atmosphere (atm) the balloon failed to deflate. Repeated inflation and deflations were performed and the balloon gradually/slowly deflated and was removed from the anatomy without reported adverse patient sequela.